Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de experienced a cannula breaking off or pulling out prior to use. The following information was provided by the initial reporter: patient claims to have been using faulty needles in the boxes for some time. Sometimes the protective film can only be peeled off partially, so that a transparent film remains. Furthermore, needles break or bend over and over again when being unscrewed. The patient is a well-trained diabetic and it can be assumed that she is familiar with the correct handling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm hp 105 box de experienced a cannula breaking off or pulling out prior to use. The following information was provided by the initial reporter: patient claims to have been using faulty needles in the boxes for some time. Sometimes the protective film can only be peeled off partially, so that a transparent film remains. Furthermore, needles break or bend over and over again when being unscrewed. The patient is a well-trained diabetic and it can be assumed that she is familiar with the correct handling.